Event description:
Physician reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Physician reported right side deflation. Device has been explanted.

Event description:
Physician reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: deflation: no observed opening in the photo. It is not possible to determine the lot number or catalog through the photos provided.